Event description:
It was reported to bsc on 12/05/2006 that during a procedure, the cutting wire of the stonetome broke. The patient is female with age unknown. It was also reported that the wire did not detach from the device and therefore, no part of the device remained in the patient. The procedure was completed using a second device and there were no reported adverse effects to the patient.

Manufacturer narrative:
The device has not been received by this manufacturer, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.